Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure, the fiber was noted to forward firing @ 88,644 joules. The procedure was completed with a second fiber @ 194,615 joules. There was ¿no patient injury¿ reported.